Manufacturer narrative:
The device and pediatric pads were returned to zoll medical corporation and the device performed to specification. The check pads message is normal operation of the device when pediatric pads are installed. Pediatric pads can be used for a rescue; the purpose of this error is to warn the user that pediatric pads are installed. The device was put through extensive testing including functional stress testing using adult pads without duplicating the report. The report was cleared and did not reoccur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.